Event description:
It was reported that "hair contamination was observed before use," however, the sales representative commented that there was no hair contamination observed in the returned package. No patient injury was reported.

Manufacturer narrative:
One (B)(4) kit was returned for evaluation. The (B)(4) hospital wrap had been removed and was not returned. As received, the tyvek seal was peeled open over all but one corner of the tray. Examination of the kit found the two suture packs opened and fluid was observed inside the extension tubes on the catheter. The kit was missing the gauze pads. A close visual examination found no hair contamination inside the tray or sealed area. Visual examination was performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of hair contamination could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. No actions will be taken at this time.